Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 100 units and remained static. Reportedly, the cartridge was filled with 250 units of insulin. Blood glucose level was 250 mg/dl. At the time of the reported event, insulin gauge was decreasing as expected.